Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled " differences in stability and bone remodeling between a customized uncemented hydroxyapatite coated and a standard cemented femoral stem a randomized study with use of radiostereometry and bone densitometry" written by peter grant, arild aamod, jan a. Falch, and lars nordsletten published journal of orthopaedic research on march 29, 2005, was reviewed. The study was designed as a prospective randomized study using rsa and dxa comparing the unique stem with a standard modular cemented stem, the elite plus. 31 patients were involved in the study. 15 patients had cemented elite plus stems. Cement restrictor was noted to be used with the cement. All patients except one (30) were implanted with a duroloc cup, poly liner, and ceramic head. One patient was implanted with an ogee cup. Follow up was 24 months. Adverse event involving depuy ¿ synthes products: elite stems were noted to have distal migration at 1.05 degrees in retroversion. No interventions were noted. One patient (stem type not noted) had a superficial wound infection ¿ intervention not noted. One patient (stem type not noted) had a weak abductor function with trendelenburg gait ¿ intervention not noted.